Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation noted gel smearing above several cuvettes. The investigation reviewed the data provided and the observed failure mode; there is no evidence of a reagent issue. The field service engineer (fse) inspected the analyzer and found a leaking rinse head tubing; the fse replaced this part. The investigation determined that the leaking rinse tubing caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable albumin bcp and another assay's results from two patient samples tested on the cobas c 303 analytical unit. One example of discrepant results was provided: the initial result was 13.4 g/l. The repeat result was 18.4 g/l. The reporter questioned the initial result and did not report it outside of the laboratory. The repeat result was deemed correct and was reported.